Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported inflation issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, de novo lesion in the mid left anterior descending coronary artery. An attempt was made to inflate the balloon of a 2.75x15mm nc trek balloon dilatation catheter; however, the balloon failed to inflate. The procedure was successfully completed with another unknown balloon. There was no clinically significant delay in the procedure and no adverse patient effects. No additionally information was provided.